Manufacturer narrative:
Root cause: a true root cause could not be identified. The failure mode effects and criticality analysis (fmea) worksheet and instructions for use (IFU) were reviewed and identified potential root causes. The potential root causes are as follows: raw material does not meet specifications; transeal inappropriately used on a high draining wound; transeal applied to area where the border does not contact intact skin; transeal applied to high friction area; and failure to secure the edges if needed per IFU. Corrective action: due to the root cause determination, a corrective action has not been taken. Investigation summary: internal complaints (B)(4) were received from the same reporting customer indicating that finished good np-0501 (medium foam kit) contained a transeal drape (raw material (B)(4)) that did not stick to the patient. A representative sample was returned for evaluation. The defective sample was not available for evaluation. No discrepancies were identified during evaluation. The work order for the reported lot number was reviewed for discrepancies. None were identified. The raw material lot contained within the finished good is converted at royal converting. Royal converting reviewed the work order for the raw material as well as the certificate of compliance for the transeal film, which is supplied by dermamed. Dermamed stated in a memo dated 5/20/2016 that no alterations have been made to the raw material film or its production. Additionally, dermamed stated in-process verification is performed during all stages of production and inspections are completed according to the device master record. Materials are released by quality assurance personnel only. The qc complaint specialist reviewed the fmea and IFU and potential root causes were identified. Deroyal will continue to monitor post market feedback for the reported issue in relation to transeal failures. Preventive action: due to the root cause determination, a preventive action is not being taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The surgeon reported the drape did not stick to the patient on multiple tries. This caused the machine to not function properly overnight and thus delayed therapy. The patient had to be taken back into the or the next morning. The surgeon also reported the dome didn't seem to have any suction on the smaller of the two wounds the patient had.